Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a urological procedure, this cystonephrofibroscope had a leaky distal end. Additional information was received from the customer that 3 patients had cystitis 1 day after the cystoscopy. The patients were hospitalized as part of the treatment. Further, there was no positive culture or bacterial growth was identified in the culture results of the cystonephrofibroscope. There were no further reports of patient harm. This report is for patient 2 of 3.